Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a coronary stent surgery procedure and the procedure was completed by transferring the patient to another device. A philips field service engineer (fse) inspected the system on site and confirmed the reported issue. Troubleshooting actions confirmed that the "tube defect, x-ray not possible" error was found. The fse found that the tube parameters were missing in the hv generator, cube configuration was required. The fse reconfigured hv generator cube parameters and recalibrated the tube. After that the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that there was a tube defect which prevented the device from exposing. The system was in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite. Following a reconfiguration of the hv generator cube parameters and a tube adaptation, the device was returned to expected functionality.